Event description:
Hill-rom received a report from a hill-rom tech stating the scale was not weighting accurately. The bed was located in the bed shop of the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The hill-rom tech found the scale control board needed to be replaced. See scanned page. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the scale control board to resolve the issue. Based on this info, no further action is required.